Event description:
It was reported during in clinic follow up that atrial lead had exhibited inappropriate mode switches due to oversensing of noise. The lead remains implanted. The patient was stable and asymptomatic.